Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall adapter.